Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely due to fluid invasion on the device that e315 occurred. However, the device was repaired by non-olympus personnel, not warranted by olympus. We therefore could not specify a cause. ¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii bronchovideoscope caused an unsupported scope error message (error e315). Additional event information has been requested from the customer regarding the event with no response received. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: error e315 occurred. In addition, switch buttons 1 and 4 were non-functional. The device's exera ID chip did not show any data. The scope was disassembled. During inspection, fluid damage and corrosion were found at the control body and scope connector. The components were aerated, the scope was reassembled and tested again. During the second testing, the device relayed an image and no errors occurred. The switch buttons worked after aeration as well. The exera ID chip showed device use data (number of uses and total use minutes). Leak testing could not be performed due to a non-olympus eto valve at the scope connector area. In addition, the device's bending section did not meet with electrical continuity testing. The device had non-olympus parts, including the insertion tube; light guide lens; light guide tube; connector cover; bending section cover; bending section cover adhesive; and distal end plastic cover. The presence of these parts indicated a third party repair had been performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.